Event description:
It was reported that the patient sought medical attention on (b)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to 15.2 mmol/L (274 mg/dL) while wearing the Pod. The patient reported that their controller presented with a warning telling the patient they needed to change their Pod, however the controller had not presented with the expected previous warnings to alter the patient that their insulin reservoir was running low. The patient was not at home when this occurred and did not have the ability to change the Pod at that time. The patient presented at the emergency room and was prescribed an insulin pen to use bring their blood glucose levels down. The patient was released after approximately an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: L2+.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.